Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-04023. The pt rec'd her scs system, including two percutaneous leads, on (B)(6) 2009. It was reported one of the leads was revised due to migration. The lot number for the revised lead was not provided; therefore, a report for both leads has been submitted. The revised lead remains in use. F/u on the pt found no further issues reported.

Manufacturer narrative:
Evaluation method: the device history sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as a result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.